Manufacturer narrative:
(B)(4). The complaint for peritonitis: no malfunction or user error identified. The problem cannot be confirmed due to no user error described by the patient, a sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from (B)(6) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag, extraneal viaflex, and dianeal pd1 therapies. On (B)(6) 2011, the patient experienced peritonitis. The patient called the local hospital and on day 1 received treatment with vancomycin. On day 2 and 3, the patient received treatment with an unknown medication and heparin. The patient was given 3 doses, 5 days apart. On (B)(6) 2011, the patient experienced pain in his stomach. The patient walked around and on an unreported date, the event resolved and did not reappear. The peritonitis resolved. The action taken with dianeal and extraneal therapies was not reported. The reporter did not provide an opinion of causality.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition is undetermined.